Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the preloaded injector failed to inject the lens due to malfunction. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. There is only a small amount of viscoelastic observed in the device. The plunger was advanced to mid-nozzle and has underridden the lens. The lens is located in the nozzle entry area. The optic is slightly rotated and scraped from trailing edge toward leading edge. The optic is torn along the scrape damage and broken into pieces. Part of the optic is on top of the plunger and the sides of the optic are on either side of the plunger. The left side of the optic is also misfolded/twisted with posterior side at the device ceiling. The leading haptic is broken at the gusset and the distal tip areas. The trailing haptic is broken in the distal area. The trailing haptic is located on the right side of the plunger. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. A plunger underride was observed. This was most likely interpreted as the reported complaint of "failed to inject properly; malfunction of injector". The root cause of the complaint may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).